Event description:
Ifr (instantaneous wave-free ratio) and oct (optical coherence tomography) utilized to determine size of vessels and blockage in case. During procedure, when attempting to remove the wire, resistance was noted at the distal tip of the ifr (a tough wire used to measure the amount of blockage). The tip ultimately fragmented from the main wire and was dislodged at the ostium of the lad/high-diagonal artery. After multiple attempts, a decision was made to abandon the distal tip. Breakage causation thought to be due to patient anatomy and manipulation of wire.